Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported on a forum, "we use the bd 0.2 micron filter on our tpn and have had issues with leaking lately. Is anyone else experiencing this? We follow the cdc guidelines for tubing changes and currently change our tubing every 96 hours. We have a low clabsi rate of 0.28/1000 line days in an 88 bed level IV nicu. We have used these filters for years and years with these guidelines and have just recently experienced the leaking issues."